Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, technical support advised to check the diaphragm and to perform the calibration on the exp. Pressure xdcr (transducer) . Regarding the external battery led not lighting up, advised him to check to the external batteries. If they are completely depleted the light would not turn on and the batteries would need to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator has peep concern / external battery questions. Peep being in spec but wanted to see it closer not just at 1 off. External battery led in the front not lighting up. At this time, there is no information regarding patient involvement associated with the reported event.